Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received nine shocks, possibly due to inappropriate high voltage therapy delivered for atrial fibrillation with rapid ventricular response. The patient was hospitalized. Defibrillation threshold testing was successfully performed to confirm cardiac resynchronization therapy defibrillator (crt-d) therapy efficacy. The crt-d was reprogrammed and, remains in use. No further patient complications have been reported as a result of this event.